Event description:
Approx eight months post bilateral achilles tendon repair with orthadapt augmentation, the pt developed an abscess over the left side of the repair. Approx 12 months post repair, the bioimplant used on the left side of the repair was explanted; the physician noted the graft was completely detached from the tendon, although the tendon had healed.

Manufacturer narrative:
The physician indicated the orthadapt bioimplants were fixated with absorbable sutures; the orthadapt instructions for use specify the use of non-absorbable sutures to fixate the bioimplant. Based on the provided info, it is likely the use of absorbable sutures to fixate the graft contributed to the event. The product was not returned to the MFR for eval. A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics, inc.